Event description:
It was reported that the handheld device had issues holding a charge. There was no indication there was an issue with charging the device but the handheld would not hold the charge. The suspect handheld device has not been returned to date.

Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.